Event description:
Surgeon stated that mayfield skull clamp slipped and caused a laceration when putting the patient in the prone position. Delay in surgery due to product problem was reported. Additional information has been requested. Linked to mfg. Report number: 3004608878-2017-00092.

Manufacturer narrative:
Integra has completed their internal investigation on may 03, 2017: results: evaluation of returned device; complaint not confirmed - unit cleaned per protocol. The device had little to no movement, when pressure was applied. Could not duplicate slippage during test. Clamp passed all functional testing. Unit has never been sent in for pm maintenance and will require pm maintenance preformed at this time. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: the root cause could not be determined. The failure could not be duplicated during testing. When the unit setup with ample travel, torque was applied and maintained with no issues. The dev ice had little to no movement, when pressure was applied. Clamp passed all functional testing.

Manufacturer narrative:
Additional information received on 12apr2017 with the following: the patient (age and gender not provided) was positioned supine initially and was then flipped to prone for the posterior cervical procedure. No stereotaxy device was used. Integra adult skull pins (a1072) were used. The pins are not available to be returned for evaluation. Sixty pounds of pressure was applied on the clamp. During the procedure, the pressure was lost and caused the skull clamp to slip. The patient incurred a laceration. It was noticed after surgery. The skin laceration was stapled. The surgical procedure went well.